Event description:
Health care professional reported the pump was flipping within the abdominal pocket site, and surgical revision was scheduled. The drug used in the pump was morphine. Final pt outcome was not reported.